Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance values of greater than 125 ohms. During the replacement procedure, a high resolution x-ray was performed and there was no indication that any pins were not fully secured. No maximum energy shock was performed because the physician wanted to also reposition the associated left ventricular (lv) lead, which was a competitor's product. Once the pocket was opened, simple testing was done to ensure that all the leads were fully inserted and secured into this crt-d. No abnormalities were found. During crt-d extraction, it was observed this device was implanted subpectorally. The physician observed the header of the device was not completely secured to the can. After connecting the new device, the shock impedance measurements returned to a normal value between 31-41 ohms. It should be noted this device falls under the subpectoral implant 2009 product advisory . There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header found the rv header wire was fractured. All other header wires were intact. Detailed analysis revealed that the rv header wire fractured due to fatigue.